Event description:
Account states the heated wire on the expiratory limb melted through the circuit, actually creating a hole in the circuit and causing the vent to alarm. Account claims the circuit was properly hooked up to a dual pigtail adaptor.